Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. /revision due to aseptic glenoid loosening. The case report form indicates these events are unlikely related to device and definitely related to procedure. This event report was received through clinical data collection activities.